Event description:
Right foot pain ranged from big toe to his heel/left foot develop pain near little toe on the soft part of feet [painful feet] right knee is painful [aching (r) knee] limited mobility [mobility decreased] uncontrollable chills and shakes [shaking] left hand began to hurt that it went like a claw, my thumb cant move, cannot straighten my fingers/cannot hold the glass or the phone with left hand that it is in more pain/right hand was also painful [hand pain] ([fingers stiffness]) due to pain he cannot lay flat, sleeping in reclinear and keep his hand elevated [pain] ([movements reduced]) left hand appears more swollen [hand swelling] uncontrollable chills and shakes [chills] left shoulder and elbow to wrist were affected [unspecified disorder of upper arm joint] case narrative: initial information from united states on 21-jan-2020 regarding an unsolicited valid serious case received from patient this case involves a 80 years old male patient who experienced right foot pain ranged from big toe to his heel/left foot develop pain near little toe on the soft part of feet, limited mobility (latency same day), right knee is painful, uncontrollable chills and shakes, left hand began to hurt that it went like a claw, my thumb cannot move, cannot straighten my fingers/cannot hold the glass or the phone with left hand that it is in more pain/right hand was also painful, due to pain he cannot lay flat, sleeping in recliner and keep his hand elevated, left hand appears more swollen and left shoulder and elbow to wrist were affected (latency unknown), while he using with the use of medical device hylan g-f 20, sodium hyaluronate (synvisc). The patient's past medical treatment included cortisone shots for knee pain. The patient's past medical history, vaccination(s) and family history were not provided. On (B)(6) 2020, the patient started treatment with hylan g-f 20, sodium hyaluronate injection(16mg/2ml) in right knee (dose, frequency and batch number unknown) via intra-articular route for knee trouble (due to old age and having a smaller cushion). On (B)(6) 2020, after same day latency in the evening patient developed limited mobility and right foot pain that lasted all night and into the morning, ranged from his big toe to his heel, then he felt his left foot develop pain near the little toe on the soft part of the feet and he was walking with crutches (disability: seriousness criteria). On an unknown date, after unknown latency, his right knee was painful and then he was surprised when his left hand began to hurt and stated that it went into like a claw, could not move his thumb and straighten his fingers. Even he could not hold a glass or phone with left hand that was in more pain and appears swollen. On an unknown date, over the weekend, his left shoulder and elbow to wrist were affected and stated that his right hand was also painful. Patient called his doctor who told him that it sounds like it may have attacked all his joints. On an unknown date, after unknown latency, patient felt uncontrollable chills and shakes, for which he stated that he had no allergies and was surprised by the sudden onset of these side effects. It was reported that due to his pain, he could not lay flat, so he had been sleeping recliner and kept his left hand elevated. It was further reported that, second hylan g-f 20, sodium hyaluronate injection for the patient was scheduled on (B)(6) 2020 but his healthcare professional (hcp) discontinued it and would assess his condition today. Action taken: drug withdrawn for all events corrective treatment: crutches for right foot pain ranged from big toe to his heel/left foot develop pain near little toe on the soft part of feet and right knee is painful; not reported for rest events outcome: unknown for all events a product technical complaint (ptc) was initiated on (B)(6) 2020 for synvisc with unknown batch number and global ptc number: 100018250. The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Investigation complete date: (B)(6) 2020 follow up information received on (B)(6) 2020. No significant information received. Follow up information received on (B)(6) 2020. No significant information received. Additional information received on (B)(6) 2020 from other healthcare professional. Global ptc number and its results were added. Text amended accordingly.

Event description:
Right foot pain ranged from big toe to his heel/left foot develop pain near little toe on the soft part of feet [painful feet], right knee is painful [aching (r) knee], limited mobility [mobility decreased], uncontrollable chills and shakes [shaking], left hand began to hurt that it went like a claw, my thumb cant move, cannot straighten my fingers/cannot hold the glass or the phone with left hand that it is in more pain/right hand was also painful [hand pain] ([fingers stiffness]), due to pain he cannot lay flat, sleeping in recliner and keep his hand elevated [pain] ([movements reduced]), left hand appears more swollen [hand swelling], uncontrollable chills and shakes [chills], left shoulder and elbow to wrist were affected [unspecified disorder of upper arm joint]. Case narrative: initial information from united states on 21-jan-2020 regarding an unsolicited valid serious case received from patient. This case involves a (B)(6) years old male patient who experienced right foot pain ranged from big toe to his heel/left foot develop pain near little toe on the soft part of feet, limited mobility (latency same day), right knee is painful, uncontrollable chills and shakes, left hand began to hurt that it went like a claw, my thumb cannot move, cannot straighten my fingers/cannot hold the glass or the phone with left hand that it is in more pain/right hand was also painful, due to pain he cannot lay flat, sleeping in recliner and keep his hand elevated, left hand appears more swollen and left shoulder and elbow to wrist were affected (latency unknown), while he using with the use of medical device hylan g-f 20, sodium hyaluronate (synvisc). The patient's past medical treatment included cortisone shots for knee pain. The patient's past medical history, vaccination(s) and family history were not provided. On (B)(6) 2020, the patient started treatment with hylan g-f 20, sodium hyaluronate injection in right knee (dose, frequency and batch number unknown) via intra-articular route for knee trouble (due to old age and having a smaller cushion). On (B)(6) 2020, after same day latency in the evening patient developed limited mobility and right foot pain that lasted all night and into the morning, ranged from his big toe to his heel, then he felt his left foot develop pain near the little toe on the soft part of the feet and he was walking with crutches(disability seriousness criteria). On an unknown date, after unknown latency, his right knee was painful and then he was surprised when his left hand began to hurt and stated that it went into like a claw, could not move his thumb and straighten his fingers. Even he could not hold a glass or phone with left hand that was in more pain and appears swollen. On an unknown date, over the weekend, his left shoulder and elbow to wrist were affected and stated that his right hand was also painful. Patient called his doctor who told him that it sounds like it may have attacked all his joints. On an unknown date, after unknown latency, patient felt uncontrollable chills and shakes, for which he stated that he had no allergies and was surprised by the sudden onset of these side effects. It was reported that due to his pain, he could not lay flat, so he had been sleeping recliner and kept his left hand elevated. It was further reported that, second hylan g-f 20, sodium hyaluronate injection for the patient was scheduled on (B)(6) 2020 but his healthcare professional (hcp) discontinued it and would assess his condition today. Action taken: drug withdrawn for all events. Corrective treatment: crutches for right foot pain ranged from big toe to his heel/left foot develop pain near little toe on the soft part of feet and right knee is painful; not reported for rest events. Outcome: unknown for all events. A product technical complaint was initiated and results were pending for the same.